Manufacturer narrative:
The insulin pump was received with operating currents within specification. The insulin pump passed the self test, rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test, and displacement test. However, the pump alarmed unexpected restart alarm after a battery change due to a faulty c-13 on the interface board. There were no external ram crc error alarms noted. The pump was received with a cracked lcd window.

Event description:
The customer reported via phone call that she was getting an unexpected restart alarm on the insulin pump as soon as she hit rewind. Customer's blood glucose was 227 mg/dl at the time of the incident. Customer mentioned that she had injections. The customer also had an external ram crc error and two unexpected restart alarms in the alarm history. Customer stated that the time and date were set to factory. Customer stated that a temp basal was not programmed before the unexpected restart alarm occurred. Customer stated that the pump was not stored or not in use for an extended period of time. The unexpected restart alarm is recurring during normal pump use. Customer was advised that the pump will need to be replaced and that she may continue to wear the pump until the replacement arrives.